Event description:
It was reported that one day post implant, a pre-discharge remote transmission indicated noise on the right atrial (ra) lead. In addition, the atrial and ventricular events were occurring simultaneously on the present electrogram. An atrial lead dislodgement w as confirmed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.